Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter, ubd: 12-mar-2022, UDI#: (B)(4). To note, per device registration, the patient also has a codman catheter implanted. It was not reported which catheter was blocked. Follow-up has been performed to obtain this information, however, the information has not been provided and remains unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1250 units/ml of heparin via an implantable pump for cancer chemotherapy. The hcp was calling technical services to get the pump shutdown code. The hcp stated that the patient had a "flow study" done two weeks ago that showed a blockage in the catheter. The managing physician has since ordered for the pump to be shutdown due to this.